Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with spi bus failure. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
G4: 06/21/2018. B4: 09/21/2018. The customer was contacted to obtain repair information. The biomedical engineer stated that the device has been repaired and is back in service. The details of the repair was not provided by the biomed. No further issues noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10 the customer was contacted to obtain repair information. The biomedical engineer (bme) stated that the device has been repaired and is back in service. The details of the repair was not provided by the bme. No further issues were noted. D4 - added UDI number. H11 g6 - updated contact information.